Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed from the electronic patient record that the device had been connected to a simulator which triggered the charge-pak icon to be displayed. Physio-control also observed that the internal hlc batteries of the device had depleted. A root cause for the depleted internal hlc batteries could not be determined. A replacement device was provided to the customer under warranty.

Event description:
During service at the customer site, a physio-control service representative observed that the customer's device would not power on and showed all three icons (service wrench, attention and charge-pak) in the readiness display. There was no patient use associated with the reported event.